Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information was provided that the patient a was revised on (B)(6) 2021. The patient had sustained a compression fracture of the tibia during a motor vehicle accident the patient was revised to address loosening of tibial component at cement to implant interface. Unknown cement was used. Loosening occurred after a motor vehicle accident. No delay to surgery reported, doi: (B)(6) 2016; dor: (B)(6) 2021; left knee. .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 1 unrelated non-conformance on this lot number final micro and sterility tests passed qc release specifications met (B)(4) units released lot expiry date: 31 may 2018.